Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to the pancreas for a pseudocyst drainage during an endoscopic ultrasound procedure performed on (B)(6) 2025. During the procedure, the stent could not be fully deployed as the proximal end did not detach from the catheter. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: the device was used past its expiration date. Users are strongly advised by the instructions for use not to use a stent past the expiration date on the package insert. However, the devices are tested beyond the expiration date on the package and per medical safety; the additional reasonably expected risk of the use of this expired product is minimal.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas for a pseudocyst drainage during an endoscopic ultrasound procedure performed on (B)(6) 2025. During the procedure, the stent could not be fully deployed as the proximal end did not detach from the catheter. Upon removal, the stent was observed to be partially deployed. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: the device was used past its expiration date. Users are strongly advised by the instructions for use not to use a stent past the expiration date on the package insert. However, the devices are tested beyond the expiration date on the package and per medical safety; the additional reasonably expected risk of the use of this expired product is minimal.